Event description:
A health care professional (dr (B)(6), consultant gastroenterologist) reported to olympus (B)(4) that an ercp procedure was being performed on a pt receiving palliative care to resolve a stricture in the common bile and intrapatic ducts. The physician used an olympus guidemaster v guidewire to pass through the stricture to allow for the use of a biliary dilatation balloon to open the lumen before stenting. At the point of balloon deflation, the physician noticed that the tip of the guidewire was detached. The pt was reported as responding as normal after the procedure and the physician did not feel that the tip of the guidewire would cause any discomfort to the pt. The tip of the guidewire was not removed as it was high up in one of the intrapatic ducts on the left side.

Manufacturer narrative:
In-progress. Review of mfg records for the specific device lot revealed no significant events or potential issues that could result in the detachment of the guidewire tip. Further analysis to be conducted upon return of device.